Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient stated the sensor wire was shorter than usual. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4),